Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On 8 feb 2018, an arjohuntleigh representative was informed about an incident involving a sara 3000 floor active lift and a sling. The issue occurred in the (B)(6) care agency located in (B)(6). According to the customer's description, the resident lost body weight balance during use the sara 3000. As a consequence, the resident sustained fractures to legs and required a medical intervention.

Manufacturer narrative:
On 8 feb 2018, an arjohuntleigh representative was informed about an incident related to the sara 3000 active floor lift and the active sling. The issue occurred in (B)(6). As per customer's event description, the resident fell out of the device. The customer facility was visited by arjohuntleigh representative on (B)(6) 2018. It was clarified that the resident slipped from the device because he was standing in incorrect way - on a towel placed on the device's foot plate. As a consequence of the fall, the resident sustained fractures to his legs and required medical intervention. The sara 3000 instruction for use (IFU, kkx81010m-en) informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the use of a device and its functions. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." If the caregiver follows the instructions included in the IFU, it is highly unlikely that a person will fall from the device. During the investigation, we were able to identify the following factors that contributed to the reported event: an obvious wrong application of the sling - the resident was found by the caregivers on the floor without the sling , the facility cannot confirm if the sling was applied in the correct way. Not following the transfer procedure - as per IFU, the lifting procedures could be initiated only when the resident's feet remain in full contact with the foot support. In this particular issue, the resident's feet were not positioned on device foot support correctly - towel was placed on the foot board that created sliding surface. This factor -unauthorized modification- posed risk for a patient and transfer against device's intended use. A patient was not suited to use with the involved device - it was established that the resident's feet were not positioned correctly as the resident had a skin problem. The sara 3000 device involved in the event is an active resident lift. This means that the resident shall have an active participation in the transfer process - from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling, should be mentally and physically capable of at least partial standing capability and stability. To conclude, when reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device. Based on product knowledge and review of previous complaints, there is no possibility of a person to fall from the device during on-label use of the device. The sara 3000 and the active sling was being used at the time of the event. There was no failure with the sling, and no malfunction within the involved lift that could have caused or contributed to the resident's fall was reported to arjohuntleigh. The complaint was decided to be reportable because the serious injury occurred as outcome of the reported event.